Event description:
It was reported that after a da vinci-assisted hysterectomy, the patient returned to the hospital/theatre the same day of the procedure and had hemostatic agent applied to control blood oozing. The surgeon reported: "the bleeding is likely a rare event from persistent or from the vaginal blood vessels. I don¿t think this relates to an issue with the davinci system." After the hemostatic agent was applied, the patient reportedly had an uncomplicated post-operative recovery.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.